Event description:
It was reported that when using the bd pyxis¿ medstation¿ es plm3ms1 hardware failure occurred. The customer unplugged and restarted the device; however, the drawers continued to show failures with a message stating device not on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 12-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2.1 was off the communication bus. The field service engineer (fse) reseated the row board cables at the drawer controllers and rebooted the system, successfully recovering the drawer. Further inspection revealed 8 missing or damaged slide rail bumpers, which were replaced to restore proper drawer operation. The system functioned as intended after the field service engineer (fse) repaired the device.